Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead experienced high impedance, non-sustained ventricular tachycardia (vt) episodes, and increased short interval counts (sic) resulting from a possible fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was subsequently returned and analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst noted the rv pacing impedance measured 2456 ohms from a trend in the 300-400 ohms range. The ventricular sensing integrity counts up to 331; with non-sustained ventricular tachycardia (vt) episodes with evidence of lead noise oversensing.